Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a change cartridge error occurred with multiple cartridges during the load sequence. Additionally, an altitude alarm occurred. No reported abnormal altitude conditions occurred prior to the alarm. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer used manual injections for alternate insulin therapy.